Event description:
During a repair of deltoid ligament in the ankle utilizing the twnfx ti 5.0 str anchr w/2 ultrb str n, it was reported that the anchor broke off upon insertion. The anchor was being screwed into a drilled 3mm hole and subsequently snapped in half. The proximal end of the broken anchor, including the suture, was removed. The physician was unable to remove the distal broken piece of anchor from the patient¿s bone. A back up device was available and was inserted into a newly prepped hole. The patient's bone quality was reported as hard. There were no reported patient injuries or complications.

Manufacturer narrative:
Device evaluation: one twnfx ti 5.0 str anchr w/2 ultrb str n device was returned for evaluation of the reported complaint mode, ¿broken implant¿. Only the insertion device was received and exhibited a significant bend at the distal end, indicative of torsional overload. The patient¿s bone quality was reported as very hard and as such the site prep appeared adequate (drilled with a 3mm hip drill) but it is unknown whether an adequate depth was achieved with a hip drill for an ankle procedure. No root cause related to the manufacture of the device can be established. A review of the device history records was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).